Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: it was further reported that there was no issue with the flow of the device, no issue with infusion. It was the leftover fluid remaining at the bottom of the pump, in the outer casing, but not within the balloon. The diluent volume was 30.5 ml. The device did not stop infusing during use. H4: the lot was manufactured between december 9-10, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which showed fluid inside the device's bottle; however, it was unknown where the fluid came from. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The issue was further described as, approximately 5-10 ml of medication remained at the bottom of the device after 46 hours of patient infusion. The device contained 4225 mg of fluorouracil in a total volume of 115 ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.